Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited loss of capture and loss of sensing. Prior to the lead revision procedure, fluoroscopy revealed dislodgement of the lead. Additionally, it was noted during the procedure that the lead helix could not be extended. The lead was removed and replaced. The patient was stable.